Event description:
It was reported that the patient's left ventricular lead was found to be slightly dislodged on fluoroscopy during implant procedure after initial placement. The physician attempted to push the lead forward with a stylet but was unable to implant the lead. The reported lead was not implanted and the procedure was completed with an alternative product on (B)(6) 2024. The patient was in stable condition.